Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. -pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. -functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. -the pump was tested to the maximum and minimum pressure with no issues. -the left latch door is damaged and had to be pressed to keep the rollers working. -visual evaluation: the pump housing right door was broken, and the front panel around the rollers has deep scratches/deformations around the right and left doors. - the review of complaint records for serial number n16471l19 shows that the device has no previous complaints. -the original warranty seal was present and completed. - the manufacturing date of the device is 2019-12. -no problem found with the allegation, but additional failure modes were identified and associated with damage during use. -refer to investigation photos. -complaint is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the pump permanently increased the pressure to maximum during the operation for no apparent reason and could no longer be corrected downward. Even a stop & restart could not remedy the situation, whereupon the surgeon ended the surgery with the tower. No further information received. Update avoe (B)(6) 2023. It was confirmed that the surgical technique had to be changed to an open procedure.